Event description:
It was reported during device change out, an insulation anomaly was observed. No electrical anomalies were noted. Adhesive glue and suture sleeves were used to secure the lead. The lead was attached to the new ICD and all measurements were normal. Lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.